Manufacturer narrative:
Additional, changed, and/or corrected data: date of event.

Event description:
Healthcare professional reported symptoms have resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "inflammation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 1.6ml of juvéderm® volbella¿ with lidocaine in the tear trough. 8 months post injection, patient presented "inflammation, no pain, in the injected sites". Treatment: prednisona. Patient "was better" but one month later the inflammation appeared once again. Treatment: hialuronidasa. Symptoms ongoing.